Event description:
It was reported that the procedure was to treat the iliac artery with moderate calcification and moderate tortuosity. The 9x80 mm absolute pro self expanding stent system (sess) was loaded onto an 0.035 guide wire and attempted to be deployed. The stent opened/flowered distally but then deployment stopped as the thumbwheel was stuck. The long sheath at the tip of the device which was already present in the anatomy was used to pull in the stent and catheter and remove the device. Another unspecified stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the moderately calcified and moderately tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation/deployment failure. Interaction with the moderately calcified and moderately tortuous anatomy and/or inadvertent mishandling resulted in the noted device damages (bunched sheath, smashed struts) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added.